Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: a810, product type: software. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal or gablofen at 549.7 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2020, it was reported that the patient had been experiencing intermittent episodes of "feeling like [they're] getting too much medication" and episodes of feeling like they are "not getting enough medication" and have to take 20 mg of oral baclofen. This issue had been going on since the end of 2019. The patient symptoms were described as being itchy and more spastic/increased spasticity. It was reported that there were no pump alarms in the logs and no volume discrepancies were noted at any refills, including the refill on (B)(6) 2020. A catheter dye study had been planned but had not been done and a catheter access port dye study was planned for the following two weeks, possible even on (B)(6) 2020. The issue had not been resolved through prior trouble shooting. The rep also noted that they had a service code of 117 show up on their clinician app. No further complications were reported. Additional information was received from the healthcare provider via a device manufacturer representative indicated that service code was seen on the clinician programmer while the software version 1.1.342 was being used. It was reported that the service code was resolved by updating the patient's programming. A catheter port aspiration was completed on (B)(6) 2020 and there was good flow back of cereobrospinal fluid (csf) and drug. No other interventions were performed. The patient¿s dosing was going to be adjusted and they would be discharged from the hospital once the adjustment resolved the issues. No further complications have been reported.